Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Is the reported risk/harm listed in the IFU? The event (1) is detectable and preventable by handling device in accordance with the following IFU. Evis lucera gif type 2tq260m operation manual [chapter 4 operation_4.2 using endo-therapy accessories] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's distal end case was burnt. There was no patient involvement.